Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room with pre-diabetic ketoacidosis (dka). The patient had high blood glucose (bg) levels all night and patient did correction but it did not go down so at noon the patient started getting sick and was throwing up. Patient called the doctor and he met the patient at the hospital. The patient¿s bg level reached close to 400 mg/dl while wearing the pod for 18 hours on the infusion site (abdomen). Patient had bolus with 2 units, a new pod was applied before going to the hospital. The patient was treated with fluids and insulin injections. The doctor wanted the patient to be off the pod for five days and use multiple daily insulin (mdi). There was a basal program change made on (B)(6). Patient had moderate ketones.